Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's internal battery and power management board were replaced to correct the problem. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.

Event description:
The MFR received info alleging a ventilator was alarming and displaying: service required. The device was not in pt use.